Event description:
Following completion of bypass, and during removal of the unit, the device separated in the area between the two stages of the cannula body. The unit was successfully removed with no consequence to the pt.